Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4-2 pockets were failing frequently. A field service engineer cleaned contacts on both drawer controllers, secured connections and tightened hard stops. Fse observed it tested good in hardware test application. Registered pharmacist verified it was operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had multiple pockets was not detected on the bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.